Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the device failing to power on was observed. The device's power management board, system board and front panel board were replaced to address the issue.